Event description:
On (B)(6) 2013, 3m espe was informed of two mdi implants that had been lost into the patient's sinus cavity. The implants were placed on (B)(6) 2013, and at a 4 month check-up, they were missing. X-rays determined them to have been displaced into the sinus cavity (one in the right and one in the left). The patient is being referred to an oral surgeon for surgical removal consultation.